Event description:
Upon further review, allergan aesthetics received additional information that the patient was treated to the submental on (B)(6) 2022 using the coolmini and presented with recurring paradoxical hyperplasia (ph). The patient underwent suction/power assisted lipectomy of the abdomen, back and flanks, ultrasound guided autologous adipose graft subcutaneous transfer to hips and buttocks, and liposuction to the arms, submental, and mons pubis on (B)(6) 2023.

Manufacturer narrative:
Corrected data: b5 (treatment date, area of concern, applicator, post-operative information), h11. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental and may have presented with recurring paradoxical hyperplasia (ph). Patient underwent full body and submental liposuction on an unspecified date.

Manufacturer narrative:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2024-00292.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 5/8/2024. Corrected data: b6 b7 h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental area on (B)(6) 2022 using the coolmini system applicator and later presented with recurring paradoxical hyperplasia (ph) after liposuction surgery. Liposuction was performed on (B)(6) 2023 on the chin and other areas unaffected by ph.